Manufacturer narrative:
A getinge field service engineer checked and found front end pcb of the machine was faulty. Fse replaced the front end pcb (d670-00-0668) and found no error is coming. Now machine is working ok. All tests passed. Equipment handover to customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit electrical test failure #117. There was no patient involvement reported.